Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an adjustable pressure shunt due to hydrocephalus on (B)(6) 2019. After the surgery, the patient underwent rehabilitation treatment at a hospital. In (B)(6) 2020, the patient was unable to walk, and in (B)(6) 2020, the patient still could not walk and suffered from blurred vision. At present, the patient was hospitalized and still had symptoms of inability to walk and blurred vision.